Manufacturer narrative:
No missing segments/partial display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and motor had moisture damage

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump display was solid white. Customer just woke up after a few minutes, the insulin pump was suddenly grayed out or white for about a minute or so she was trying to press additional buttons but the white screen stayed for a while like about a minute before it turned into the normal black screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.